Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons are sticky. Blood glucose level at the time of the incident was unknown. Customer stated the device does show signs of physical damage. The customer has to prime and rewind more than once on occasion. The insulin pump has rejected new batteries. The pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened dome switch on esc button. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm were noted. (B)(4).